Event description:
It was reported that the patient came to the hospital, and the device was noted to be at elective replacement indicator earlier than expected. It was noted that the patient had been non-compliant with device checks and the device had been programmed to the same setting for all three leads. The left ventricular (lv) lead was also noted to have no capture. The device was explanted and replaced. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. The device was noted to be approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows min battery was 2.676 to 2.628 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt <= 2.6251 volt.